Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV", and "patient¿s concern with the product." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a deformation, 30 percent encapsulation in the shell, weight within specification, and fold creases. After the autoclave cycle, bubbles were noted in the gel. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV."

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV", and "patient¿s concern with the product." Device remains implanted.